Manufacturer narrative:
The technician went to account and tested all bed functions and found no problems. The technician found the bed exit works, but the account does not have it hooked to a nurse call system. The account would not release any patient information or comment on the patient's injuries.

Event description:
The account alleged that the patient positioning monitor did not alarm on this bed and a patient fell from the bed and received injuries to the head. The account has checked the bed's patient positioning monitor and it alarmed at the bed in each of the 3 modes. He was not able to check the bed in the room to see if it sent a call to the nurses' station. The account wanted to know how the patient positioning monitor was supposed to work.